Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, infection (local, driveline, and pump pocket), cardiac arrhythmia, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. Section 6 of the IFU, (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to palliation. They were on post stroke palliative care after minimal neurology recovery. The patient presented (B)(6) 2025 for implantable cardioverter-defibrillator (ICD) shocks and constitutional symptoms due to chronic driveline infection, with the onset date of august 2024. On (B)(6) 2025, they received sternal debridement for a driveline infection complicated by a left middle cerebral artery (mca) stroke with left second segment (m2) cut-off, moderate ischemic burden. On (B)(6) 2025, a computed tomography (CT) head was repeated for worsening neurological symptoms which revealed hemorrhagic transformation of his known infarct. Further, they were complicated by influenza a, left psoas retroperitoneal bleed, and hemorrhagic transformation of the stroke. The patient remained aphasic, dysphagic, and highly dependent for self-care. With active infection, patient's anticoagulation bridge was changed from warfarin to intravenous (IV) heparin and then held for debridement. The patient had a history of atrial fibrillation/flutter pre-left ventricular assist device (lvad). An ICD was implanted prior to vad. The arrhythmia was considered constitutional symptom due to the infection. After multiple discussions with the patient, family, and palliative care team, and in line with the patient's previous wishes, the decision was made to proceed with comfort measures, including device deactivation, in the presence of the family. The outcome was not considered device or therapy related. The patient had non-device related complications; they developed intra cranial bleeding and developed residual lesions which was decided by the patient and their family to stop the support for palliation (B)(6) 2025.